Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n380774, implanted: (B)(6) 2014, product type: accessory. Product ID: 8785, lot# n362729, implanted: (B)(6) 2014, product type: accessory. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine sulfate via an implantable infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2014, the patient experienced side effect of drug; urinary retention post operatively, possibly due to starting morphine at implant, the dose was reduced by 10%. On (B)(6) 2014, the patient had improvement of urinary retention and the dose was then increased by 10%. On (B)(6) 2014, the patient still had improvement of urinary retention and the dose was decreased by 15%. The event severity was noted as mild. The event was possibly related to the drug and a new drug was added. The event was also possibly related to the device/therapy and implant procedure. The event outcome was resolved without sequelae as of date (B)(6) 2014.